Manufacturer narrative:
Corrective action / preventive action (CAPA) investigation (internal reference (B)(4)) has been completed for further investigation of reoccurring false positive results when testing labor and delivery samples. (B)(4) assessed the significance of the false positive rates to the safety and effectiveness of the test in pregnant and labor and delivery patients. Investigation conclusions made within the CAPA indicate that alere determine (B)(6) combo produces results within the range expected as mentioned in the product pi and has performed similarly with another FDA-approved 4th generation test in a comparable field study. Based on the above, there is no evidence to suggest a product deficiency and the investigation is deemed closed. The trend will be further monitored and tracked.

Manufacturer narrative:
Following the (B)(6) result, the patient tested (B)(6) on abbott architect. An investigation has been conducted by orgenics with the following activities and results: · qc release testing results were reviewed for the lot and were found to meet release specifications with no observed anomalies · returned patient sample was tested with retention product for the given lot. The (B)(6) line was able to be replicated on a retention sample of the same product lot. Based on the results of the investigation, orgenics was able to confirm the reported complaint, however a definitive root cause could not be determined. One potential cause in this case could be the presence of a substance within the sample that could influence the test result, such as toxoplasma igg, human anti-mouse antibodies, rheumatoid factor, elevated triglycerides, or herpes simplex virus infection. As stated in the warnings section of the product insert for the alere determine (B)(6). Combo:"specimens from individuals with toxoplasma igg, human anti-mouse antibodies, rheumatoid factor, elevated triglycerides (above 600 mg/dl), herpes simplex virus infection, hospitalized and cancer patients may give (B)(6) test results." Orgenics has initiated an action / preventive action (CAPA) investigation (internal reference (B)(4)) to further investigate the cause of this event.

Event description:
Customer reported a potential (B)(6) result for a labor and delivery patient. Confirmatory testing was performed and the result was (B)(6). There were no adverse patient outcomes reported.